Event description:
User experienced difficulty inserting catheter due to pt's arterial pathology. Reinserted catheter by femoral access. After insertion of catheter, the balloon would not inflate. Doctor observed that balloon flexibility was not to his expectation.